Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a 27mm mitral valve, implanted for 3 years and 7 months, had a valve in valve procedure completed due to fixed lateral leaflet, stenosis, and severe regurgitation. A 29mm transcatheter valve was implanted successfully. The patient was discharged home on post-operative day two.

Manufacturer narrative:
H10. Additional manufacturer narrative: (B)(4). Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update b5 and b7. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, it may not require intervention or it may require intervention. In this case, intervention was required. Based on the available information, the root cause of the event remains indeterminable but was likely impacted by patient related factors and the progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient initially implanted with a 27mm mitral valve for 3 years 7 months had a valve in valve procedure completed due to stenosis and regurgitation. A 29mm replacement device was implanted in the patient. The procedure was successful. No additional details were provided.